Event description:
It was reported by service report that the scale was not working. It was further reported the power cord was missing its ground prong. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result : damaged scale assembly.